Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The target treatment area was a 90% stenosed, heavily calcified with moderate tortuosity left anterior descending artery (lad). Diamondback 360 coronary orbital atherectomy device (oad) was advanced and spun 4 times on low speed. Post procedure, it was observed the tip of the viperwire advance guide wire fractured and was left in the distal area of the lesion. A micro guiding trapping balloon was used to successfully retrieve the fractured component. The patient was stable and discharged.